Event description:
The suture was used during a colostomy procedure. Reportedly, two days post operative, the suture broke and the wound dehiscenced. The surgeon performed a reoperation to correct the condition. The hospital has reported the pt's condition is satisfactory.